Event description:
It was reported that during a pph procedure, the safety catch did not disengage easily. Then the crunch was not as usual and the doughnut was not complete. The procedure was completed with no patient consequence.

Manufacturer narrative:
D4; h4, h6-information anticipated, but unavailable at this time.